Event description:
It was reported that a catheter issue occurred and surgery was required. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire successfully crossed the lesion. It appears that the opticross tip may have become caught in the vessel, and once the ivus run was initiated, the catheter began to rotate abnormally. The tip, which seemed to be stuck, detached just proximal to the transducer as the catheter twisted. Abnormal rotational vibration and noise were noted, raising suspicion of a tip disconnection. Imaging later confirmed that the catheter was kinked in multiple areas, resembling a twisted cord. As a result, the patient had to undergo coronary artery bypass grafting (CABG) surgery to retrieve the detached tip. The patient condition was fine.

Manufacturer narrative:
B3: date of event was estimated based on aware date as the actual date is currently unknown. Additional information has been requested.

Event description:
It was reported that a catheter issue occurred and surgery was required. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire successfully crossed the lesion. It appears that the opticross tip may have become caught in the vessel, and once the ivus run was initiated, the catheter began to rotate abnormally. The tip, which seemed to be stuck, detached just proximal to the transducer as the catheter twisted. Abnormal rotational vibration and noise were noted, raising suspicion of a tip disconnection. Imaging later confirmed that the catheter was kinked in multiple areas, resembling a twisted cord. As a result, the patient had to undergo coronary artery bypass grafting (CABG) surgery to retrieve the detached tip. The patient condition was fine.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed twists in the imaging window and drive cable. No damages or failures were observed on the hub. The tip was detached and not returned for analysis. The auto pullback with the sled could not be performed due to the twists found in the imaging window and drive cable. Also, the guidewire test could not be performed since the tip was detached.

Event description:
It was reported that a catheter issue occurred and surgery was required. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire successfully crossed the lesion. It appears that the opticross tip may have become caught in the vessel, and once the ivus run was initiated, the catheter began to rotate abnormally. The tip, which seemed to be stuck, detached just proximal to the transducer as the catheter twisted. Abnormal rotational vibration and noise were noted, raising suspicion of a tip disconnection. Imaging later confirmed that the catheter was kinked in multiple areas, resembling a twisted cord. As a result, the patient had to undergo coronary artery bypass grafting (CABG) surgery to retrieve the detached tip. The patient condition was fine.